Manufacturer narrative:
H3 and h6. Codes: updated. Two product components, one photo and one video were received for complaint evaluation. On photo provided is observed that the sheath is being split during use and the valve doesn¿t split. On video it is shown that the sheath is being split, and the user tries multiples times to break apart the valve until some tweezers are used to separate it. The complaint is confirmed as the introducers did not split as intended. The root cause was not determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the sheath's outer surface (the sky-blue part) was split in half, normally, the silicon valve (transparent round valve) was left alone, not split in half. There was patient involvement, and no patient harm reported.